Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. No further detail was provided regarding treatment for the event, whether the patient was hospitalized, or regarding whether dianeal therapy was ongoing. At the time of this report, the patient was not recovered. No additional information is available.